Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported during a clinical follow up that episodes of non-physiologic noise were observed on all channels. Inappropriate atp therapy was delivered. No further information is available at this time.